Event description:
The customer reported that she had experienced "several high bg events" (greater than 250 mg/dl) where, in each instance, "she always found that the cannula had been kinked." She indicated that "this situation had not caused the pod to go into an occlusion alarm." No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.